Event description:
Pt on MRI compatible pump with norepinephrine for shock. Channel a on MRI pump non functional. Channel b on MRI pump failed twice on transport requiring push dose of norepinephrine to prevent arrest. Urgently changed to different MRI pump which only had one working channel.